Event description:
Non-healthcare professional during surgery reported that the lens got stuck inside the cartridge and then it shredded. The procedure was completed on same day and there was no patient contact. They feel as though it¿s something inside the cartridge that is causing this problem. In the surgeon¿s opinion, cartridge or injector caused or contributed to the event. There are two medical device reports associated with this report. This is 2 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter and handpiece were indicated with a non-qualified viscoelastic. The product was not returned. The root cause may be related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was indicated. The dwell times was indicated to be 3-4 minutes. The IFU instructs: company foldable iol (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.